Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: visual inspection of the returned photo found that the device tip was broken and missing. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the vapr hook w/ hand controls would have contributed to the complained device issue. Based on the investigation findings, a potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during service and evaluation, it was determined that the vapr hook w/ hand controls device was fractured. It was reported in the service order that the device was missing components in the package prior to surgery. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the product was returned to depuy synthes for evaluation. ¿ visual inspection of the returned device found it was returned in original opened package. The tip was broken at the proximal end. The tip fragment was not returned. The manufacturer performed an investigation of the device returned with the following results: the device was received in the original packaging, the active tip was unused, clean and missing the hook. A couple darkened scratches on the front of the ceramic was seen. The handle assembly, cable and plug were in unused condition. The hook tip break doesn¿t seem to be a clean break. No electrical or functional testing was performed due to the complaint being damaged related. The customer complaint of ¿no hook on the tip¿ can be substantiated. While the complaint has been classified as ¿undetermined¿, this is due to further investigation being required to determine the root cause of the complaint. A CAPA has been raised to investigate and determine a root cause for this issue. No functional or electrical checks have been conducted for this complaint investigation as the report is alluding to damage to the device. The overall complaint was confirmed as the observed condition of the vapr hook w/ hand controls would have contributed to the complained device issue. Based on the investigation findings, a product issue was identified during the investigation of the sample received and attributed to undetermined cause. The product issue has been addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device u2501001, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.